Event description:
The event is reported, via medwatch as: the customer alleges that during intubation attempts, the clinician encountered blades that initially had working lights. However, while the blade was in the pt throat, the blade light suddenly went out and then no longer worked. Intervention: the user facility reports that additional intubation attempt was required and the pt was successfully intubated. There was no injury or harm to the pt. The surgery (bedside surgery) was successful and the pt was stable in the nicu.

Manufacturer narrative:
A visual, functional and dimensional investigation could not be conducted since the complaint sample was not returned for investigation. A lot number was not provided for a DHR (device history record) review. The complaint sample was not returned for investigation. The complaint cannot be confirmed. No corrective/preventative actions assigned. Root cause cannot be established.